Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Last name unknown / not provided. Bone loss: a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to bone loss over time at the implant site.

Manufacturer narrative:
The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative.

Event description:
Customer confirmed that the mount was utilized to remove the implant, but it got stuck in the implant.

Manufacturer narrative:
One (1) 3i t3 tapered implant 4/3 x 11.5mm (bopt4311) and one (1) unknown mount were returned for investigation. Visual evaluation of the as returned implant identified that the mount was stuck in the implant. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Additionally, similar complaints for bone loss related problems have been previously investigated. Refer to attached summary investigation. Functional testing was done and confirmed that the mount and the implant would not disengage, which recreated the reported event. Pre-existing condition noted on the per was low bone density - type iii. The reported devices were in tooth location 11 (unknown dental notation system) and was used for approximately 3 years, 1 month. The customer did not provide x-rays or pictures. Appropriate documents were reviewed. DHR review was completed for the subject lot number (2018050735). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event of does not disengage/release was confirmed. However, the reported event of bone loss is non-verifiable, and investigation is attached in pce. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.